Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician "reported a bilateral rupture on patient´s breast devices and "capsular contracture, baker grade IV", on an unknown side. This record is for left side. The device remains implanted.